Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the adhesive on bending section cover or distal sheath has a chip, due to damage on forceps elevator lever, bending section cannot be fixed firmly, video connector is deformed, due to damage on control section, angulation lever does not move smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image does not appear on the endoeye flex deflectable videoscope. The issue was found during inspection for use for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (inadvertently missed unique device identification on initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and as a result of disassembling the scope, it was found that there were no problems with the soldering or wiring, etc., and image abnormalities occurred when the internal circuit of the video connector was heated, so it is likely that the defective event (blackout) was caused by the internal circuit of the video connector being damaged. The cause of the damage to the internal cable of the video connector is speculative, but the following are possible causes. Speculated cause: a temporary short circuit occurred when the video connector was connected to the video system center with water, etc. Attached to its electrical contacts. When the video connector was connected or disconnected while the power to the video system center was on, an overcurrent temporarily occurred. Static electricity was applied to the video connector electrical contacts. When checking the repair history of the video connector board, there is no record of replacement since may 2019 (before sale of used products). The electronic components deteriorated over time due to the stress of electricity during normal use and the heat stress of autoclave sterilization, resulting in failure. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.